Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete capsulorhexis at the five to six o'clock hour position during laser assisted cataract procedure. The doctor completed the capsulorhexis manually and a radial tear developed peripherally. The edge of the tear went out of sight behind the iris but did not extend into the posterior capsule. Vitreous was not present and the original intraocular lens (iol) was implanted in the bag. The doctor stated that the iol did not center as well as if the capsulorhexis had been completely circular. The doctor will be monitoring the patient with they heal to determine whether the centration of the iol has any effect on the patient's outcome.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).